Manufacturer narrative:
A siemens healthcare diagnostic inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to determine the cause of the sid misreading on the advia 560 hematology system. The customer had no prior incidents of an incorrect sid being assigned to a patient sample. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens healthcare diagnostic inc. (Siemens) customer service engineer (cse) observed a discrepancy in sid reading for the same patient sample while troubleshooting a sample flag on the advia 560 hematology system. A rack (rack a) of 10 patient samples was run on the advia 560 hematology system twice. During the first run of rack a at position 5, the autoloader barcode read (B)(6). During the second run of rack a at position 5, the autoloader barcode read (B)(6). The correct sid for rack a at position 5 is (B)(6). The patient results for this incident were correctly reported to the physician. It is unknown whether the customer reported wrong results to the physician prior to this incident. There are no known reports of patient intervention or adverse health consequences due to the discrepancy of patient sample's sid readings on the advia 560 hematology system.